Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent malfunction alarms. The pump was dropped before one malfunction alarm occurrence. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed. The customers blood glucose (bg) levels ranged from 340 mg/dl to 448 mg/dl, which was addressed with a bolus delivery via the pump. Reportedly, during one occurrence, the customer¿s bg level was elevated due to consuming carbohydrates and not delivering insulin in a timely manner. Reportedly, the customer had manual injections available as alternate insulin therapy.